Manufacturer narrative:
No device or photos were received, therefore the condition of the device is unknown. Inspection documentation reports no deviations or anomalies. This instrument was manufactured on (B)(6) 2011 and had a potential field age of approximately five years. This device is used for treatment. Surgical notes were not provided. Initial product history search conducted on (B)(6) 2016 revealed no additional complaints against the related part and lot combination. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the impactor broke during use. The broken piece remained in the spacer implant.